Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was self-ejecting instruments. Customer tried multiple instruments, but issue persisted. Technical support engineer (tse) advised reseating sterile adapter when clinically possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument partially ejected during case when inside of the patient. Engaged with arm but partially disengaged as stated above. Instrument able to re-engage when the ejection started. Case was completed utilizing all four arms. Customer denies having issue happen in other cases. Customer confirmed there was no injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked universal surgical manipulator (usm) 4 for instruments self-ejecting. The fse test drove instrument and could not duplicate issue. The system was verified and ready to use. Fse replaced set up joint (suj) top cap because screw was missing. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the field evaluation. The probable root cause of the issue where instruments self-eject on usm 4 is likely due to a problem with the sterile adapter or mechanical misalignment, which could cause improper seating of instruments, leading to self-ejection.